Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen1133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter kinked. No other information was provided.

Event description:
It was reported catheter kinked. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿recent kink issue¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 3cg tls stylet. The photographs depicted a portion of the polyimide region of the stylet. A break was visible in the polyimide tubing. Deformation was observed in the vicinity of the break. The core wire extended beyond the break site. Extensive deformation was observed throughout the visible region of the core wire. The distal fragment of the stylet, including the epoxy was not visible in the photograph. While stylet damage was evident in the submitted photographs, inspection of the photographs was not sufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion technique and attempted insertion through a tortuous path. A lot history review (lhr) of reen1133 showed no other similar product complaint(s) from this lot number.